Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was emitting tones. Then an alert was observed for out of range right atrial (ra) impedance measurements. The patient was brought in to their clinic and the out of range measurement could not be viewed. Patient isometrics were performed which did not reproduce any out of range impedance measurements or noise. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received reported that a surgical revision was later performed due to ra oversensing. The device and ra lead were explanted and replaced. No additional adverse patient effects were reported.